Manufacturer narrative:
An event of a migration with a residual shunt was reported. A returned device assessment could not be performed as the device remains implanted. A cine review was complete and concluded that the device appears to be outside of the laa on the mitral aspect, hanging on to the pulmonary vein ridge. It also appears very close to the mv confirming the migration. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported migration with a residual shunt could not be determined. It is possible that mis-sizing and/or change in anticoagulants contributed to the event, however this cannot be determined. An unexpected medical intervention was likely a result of case-specific circumstances, as medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet device was selected for implant using a 14f amplatzer torqvue delivery system. The physician placed the device with one partial recapture and was satisfied with its final positioning. Landing zone measurements used to determine device size were: 0 - 14mm, 45 - 15mm, 90° - 16mm, 135° - 18mm. Angiography measurement was 20mm. The patient was discharged on dual antiplatelet therapy (dapt). Device sizing was determined using tee and angiography. Tee was the imaging modality used during the procedure. During the 45-day follow-up echocardiogram on (B)(6) 2025, the device was observed to have migrated proximally and now appears to have a leak. The implanter believes the cause of migration was a change in the fluid status of the patient. Close criteria were satisfied. No rhythm change was experienced during the procedure. A tension test was performed. Left atrial pressure at the time of procedure was 3 mmhg. Fluid was administered during the procedure: 500 cc and 125 cc of albumin. Left atrial pressure was re-measured after fluid administration. The shape of the device at the time of implant was described as a modified sandwich with good off-set. Leak location was difficult to determine; it was noted that they did not observe a leak distal to the lobe. The noted leak was not clinically significant (less than 5mm) and not around the lobe of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet device was selected for implant using a 14f amplatzer torqvue delivery system. The physician placed the device with one partial recapture and was satisfied with its final positioning. The patient was discharged on dual antiplatelet therapy (dapt). During the 45-day follow-up echocardiogram on (B)(6) 2025, the device was observed to have migrated proximally and now appears to have a leak.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.